Manufacturer narrative:
(B)(4) ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that due to an increase in thresholds on the right ventricular (rv) lead the battery longevity on the implantable pulse generator (ipg) decreased. The lead and device remain in use. No patient complications have been reported as a result of this event.